Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported he saw an informational power on reset over the weekend. The patient didn¿t know a possible cause. Troubleshooting reviewed how to clear the power on reset and the patient confirmed he was able to begin charging the implant without issue. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported their weight at the time of the event. No further complications were reported or anticipated.